Event description:
It was reported that during an unknown procedure the jaw broke on the device. Another device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off and with the upper jaw detached and not returned. Due to the returned condition of the device, no functional testing could be performed with the generator. The instrument was disassembled to inspect the internal components and no anomalies were noted that could have contributed to the reported activation issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the cable cut off and with the upper jaw detached and not returned. Due to the returned condition of the device, no functional testing could be performed with the generator. The instrument was disassembled to inspect the internal components and no anomalies were noted that could have contributed to the reported activation issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.